Event description:
The device was applied during a total gastrectomy procedure. Reportedly, the instrument did not fire completely. The surgeon resected the original application site and manually sutured to complete the procedure. The hosp has reported that the pt's condition is satisfactory.